Manufacturer narrative:
Review of returned cta¿s from 4 years post-implant revealed that an endurant stent graft system was implanted in the patient. Within the angulated proximal neck, the bifurcate fabric appears to have separated from the suprarenal stents at the proximal margin. The proximal apices of the suprarenal stents are currently 0 ¿ 10mm above the level of the renal arteries. The bifurcate proximal graft margin was positioned 10 ¿ 30mm below the renals; inside the aaa sac. The approximate proximal neck flow lumen diameter measured 31mm just below the sma, 37mm at the level of the renals, and 1cm below the renals was 44mm. The bifurcate proximal stent graft od was 38mm. The max diameter aaa measured approximately 10cm and there was a proximal type I endoleak. The ipsi limb was positioned on the right side and was extended with a limb extension which was currently positioned within the distal aaa sac or aneurysmal left common iliac artery. The distal left limb was unopposed to the vessel wall and there was a distal type I endoleak. The distal l eft limb od measured 26mm and the max diameter lcia was 34mm. The contra limb and extensions were placed down into the right external iliac artery. Within the distal sac the 14mm contra limb was seen placed inside of a 28mm limb; there was no contrast seen outside of the 14mm limb. No other stent graft issues were observed. The cause of the suprarenal stent detachment, likely leading to stent graft migration and proximal type I endoleak, could not be determined from the images provided. Pre-implant images and earlier post-implant films were not available for return. It is possible that implanting within the angulated proximal neck may have contributed. Disease progression, iliac vessel dilation, may have contributed to the distal type I endoleak. Additional film review was completed. Follow up CT scan 4 years post implant shows stent graft body mostly detached from suprarenal stent. No patient images from earlier time points are currently available. Current patient anatomy shows no aneurysm neck, with diameter at renal arteries of 36 mm and diameter at 10 mm below the renal arteries of ~47 mm. It is likely that lack of anatomical support in the seal region of the graft allowed transverse loading of the graft fabric at the suprarenal attachment points and lead to the resulting failure of the attachments. Follow up CT scan 2 months post implant shows no aneurysm neck, with diameter at renal arteries of 35 mm and diameter at 10 mm below the renal arteries of 41 mm. It is likely that lack of anatomical support in the seal region of the graft allowed transverse loading of the graft fabric at the suprarenal attachment points and lead to the resulting failure of the attachments.

Manufacturer narrative:
Several photographs of the explanted endurant device were reviewed. The stent graft appeared to have been recently removed from the patient; fresh blood/tissue was seen. The suprarenal stents were completely detached from the proximal fabric of the bifurcate. No obvious suprarenal stent or anchoring pin fractures were observed. Significant tissue was seen surrounding the bifurcate proximal seal location and suture attachment locations. No obvious fabric tears were seen near the proximal suture locations or anywhere else on the bifurcate or limbs. The aortic body and limbs were essentially straight. Both distal iliac limbs were implanted within larger diameter endurant limbs, and no obvious limb separation was seen. No other stent graft issues were observed. From these limited photographs the cause of the complete suprarenal detachment from the stent graft fabric could not be determined. No photos of the decontaminated (cleaned) stent graft were returned and the stent graft was not returned to medtronic; therefore, a more detailed analysis of the explanted devices could not be performed. From the earlier films provided, it appears likely that lack of anatomical support in the seal region of the graft (no proximal neck) allowed transverse loading of the graft fabric at the suprarenal attachment points and lead to the resulting failure of the attachments.

Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (aortic neck angulation).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a proximal type I endoleak. The CT scan revealed that one of the suprarenal strut was fully disengaged from the fabric. The patient was converted to open repair, the stent graft was explanted, and a synthetic graft was sewn in resolving the event. The physician stated that the cause of the events was due to the patient's small aortic neck length below 15mm with severe angulation over 60. No additional clinical sequelae were reported and the patient is fine.